Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer's related reference number: 2017865-2021-28509. It was reported the patient presented in the hospital. Upon interrogation, it was observed the patient's right ventricular (rv) lead and right atrial (ra) lead were under-sensing. The rv lead was capped and replaced, and the ra was revised. The patient was in stable condition.